Manufacturer narrative:
A cause of the reported issue could not be determined. Due to the device type and date of manufacture, the device could not be repaired. The device was returned unrepaired to the customer per their request.

Event description:
A third-party service agent contacted physio control to report that their customer's device would not deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Service agent evaluated the customer device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio control to report that their customer's device would not deliver defibrillation energy. There was no report of patient use associated with the reported event.